Event description:
During the insertion of a bd powerglide pro midline catheter, rn met resistance and attempted to remove the catheter. The rn noted that the exposed guidewire was missing from the device. Radiographic films revealed a retained piece of the guidewire on the patient. The patient required a transfer to operating room to have the retained piece of the guidewire removed.